Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a large flexnav delivery system was selected to implant a device. There was a groin complication requiring a surgical cut down. The groin had hematoma, and active bleeding. Patient had protamine reversed as a balloon was used to control the bleeding. The patient did received a blood transfusion. The patient is stable.

Manufacturer narrative:
An event of hematoma and hemorrhage/blood loss/bleeding was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the reported hematoma resulting bleeding appears to be related to procedural condition (surgical cut down at the groin (access site)). The reported surgical intervention and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.